Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01568. The pt (B)(6) received an scs trial system, including an extension, on (B)(6) 2011. On (B)(6) 2011, the physician attempted to convert the trial system to a permanent system. During the procedure, the physician reported that he could not disconnect the electrode from the extension during explantation without undoing the screw. He reinserted the electrode into the extension and tried to tighten the screw again. It was reported that the torque wrench was used and the "click" sound was audible, but the electrode could be easily removed from the extension's connector block. The surgery was terminated because of the issue, and the physician plans to explant and replace the devices. However, a procedure date is currently undetermined. No further info is available at this time.